Manufacturer narrative:
Bayer case number: (B)(4). Uterine infection [uterine infection]. Migration of implant [migration of implant]. Abdominal pain [abdominal pain]. Heavy periods [heavy periods]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of uterine infection ("uterine infection") and device dislocation ("migration of implant") in a 38-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was eliquis (apixaban) for thrombosis since on (B)(6) 2024. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after essure insertion, she experienced uterine infection (seriousness criterion hospitalisation) and abdominal pain ("abdominal pain"). On (B)(6) 2009, she experienced heavy menstrual bleeding ("heavy periods"). On (B)(6) 2010, she experienced device dislocation (seriousness criterion hospitalisation). Essure treatment was not changed. On (B)(6) 2009, uterine infection had resolved with sequelae. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to uterine infection, abdominal pain, device dislocation or heavy menstrual bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2024: quality safety evaluation of product technical complaint. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) uterine infection [uterine infection] migration of implant [migration of implant] abdominal pain [abdominal pain] heavy periods. [Heavy periods] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of uterine infection ("uterine infection") and device dislocation ("migration of implant") in a 38-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was eliquis (apixaban) for thrombosis since (B)(6) 2024. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after essure insertion, she experienced uterine infection (seriousness criterion hospitalisation) and abdominal pain ("abdominal pain"). On (B)(6) 2009 she experienced heavy menstrual bleeding ("heavy periods"). On (B)(6) 2010 she experienced device dislocation (seriousness criterion hospitalisation). Essure treatment was not changed. On (B)(6) 2009, uterine infection had resolved with sequelae. At the time of the report, the outcomes for the remaining events were unknown. No causality assessment was received for essure with regard to uterine infection, abdominal pain, device dislocation or heavy menstrual bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.